Event description:
According to the reporter: during low anterior resection, they connected reload to handle and tried to open/close the jaws ,however could not. Replaced by new reload, however the same event occurred. Replaced by a new handle and a new cartridge, the firing was completed with no problem. No injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use instrument. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.